Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). The neoblue compact led phototherapy system was not working during a phototherapy ordered for newborn. The device is available for evaluation. Further investigation to be carried out. Note: medwatch form FDA 3500a was submitted by the customer - (ref uf/importer report# (B)(4)).

Event description:
The neoblue compact led phototherapy system was not working during a phototherapy ordered for newborn. The device is available for evaluation. No injuries reported.

Event description:
The neoblue compact led phototherapy system was not working during a phototherapy ordered for newborn. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Note: medwatch form FDA 3500a was submitted by the customer - (ref uf/importer report# (B)(4)). Additional attempts were made to contact the customer but the customer did not respond. The defective unit is not available for evaluation. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Per (B)(4) hazard ID. 14.2, severity 3-minor, risk level low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Customer symptom code:therapy led's not operating. Failure confirmed: no. Investigation result code: neuro sbu/no response from customer.